Event description:
It was reported the system was displaying multiple errors requiring the system to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and founds to be working as intended and put back into service.